Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has not yet been returned and a valid serial number has not been provided. The device history record has been reviewed for the reported serial number. The serial number as reported by the customer ((B)(6)) was found to have been rejected and scrapped during the manufacturing process. This particular serial number never completed the manufacturing process and was never distributed. It is not possible that the reported serial number could have been processed to a finished kit and shipped to a customer. This search invalidates the serial number listed in the complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report submitted. All pertinent information available to abbott diabetes care has been submitted.this is also serves as a correction report. Section b5(describe event or problem), d1(brand name), d4(model no), d7a(single use device), h4(device mfg date), h4(device manufacture date null), h6(adverse event problem), h7(if remedial action initiated), h7(other remedial action), h8(usage of device), h9(corrective action number) and, h10 (addtl mfg narrative) were incorrectly documented in the initial report. The correction has been made here.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone or out of range. This is a known issue for the serial number associated with this complaint, addressed by adc fa1004-2023 and a report is therefore being submitted. The impacted product associated with this complaint has not been distributed in the USA. Impacted product was distributed to canada, japan, saudi arabia, and united kingdom. Adc field action fa1004-2023 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre sensor associated with this complaint did not meet product design specifications and may produce high glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1004-2023. If the product is returned an investigation will be conducted and a follow up submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.